Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The customer service rep replaced the interconnect cable, the cine backplane, the cine driver circuit board, the cine fiber channel cable, and cleaned the friction roller surface. The system was tested and operates as intended.

Event description:
The customer reported that upon inspection, broken wires were found on the high voltage cable of the 9800 system. No pt injury was reported.